Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: x. Device history lot ==> device history reviewed 11 november 2019. 2x unrelated non-conformances on this lot number. Final micro and sterility tests passed. 0 related complaints. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total shoulder replacement: (B)(6) 2019. Primary surgery: (B)(6) 2006. Revision surgery was carried out due to glenoid component loosening and pain. The surgeon removed the humeral head and the loose glenoid component and replaced with new implants. Osteolysis medial to the glenoid component was noted, specimens harvested for culture. The surgeon did indicate that the patient is currently being treated for cancer and that the osteolytic reaction medial to the glenoid component may be as a result of this treatment or the disease. No ae reported, no delay in the surgery.